Event description:
Caller stating the prime meter was reading too high, he took medication and almost bottomed out. Customer was trying to lower his blood sugar so he could eat. He stated if he eats italian food his blood sugar can rise to about 400mg. He tested on his prime meter and received a reading of 215mg. He then took 500mg of metformin to lower his blood glucose. He tested 20 minutes later on an accu-chek meter and received a reading of 40mg. He was feeling shaky and like he was going to bottom out about 40 minutes after taking the metformin. Customer stated he ate a lot of protein, peanut butter and milk to stop his sugar from getting lower. Customer stores his test strips in his living room and office, sometimes uses same drop of blood for comparison of meters. Verified customer changes his lancets every time he test, customer washes his hands and allows them to dry thoroughly, customer doesn't have trouble getting a blood samples. Customer seals his bottle of strips after opening them immediately. The test strips have been opened for about one week. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.